Event description:
Caller reported that insulin gauge displayed an amount different from expected, showing 0 units instead of the expected 120 units earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was advised by technical support to call back if the discrepancy occurs again.